Manufacturer narrative:
Mindray service representatives adjusted the n2o tank regulator pressure. Performed leak tests and verified proper operation.

Event description:
Customer reported an issue with the a5 anesthesia system, which may have resulted in a loss of n2o monitoring. No patient injury was reported.